Manufacturer narrative:
This report was originally reported to (B)(6) directly from the user facility. The implant was not returned for investigation. Several attempts have been made to gather information from the user facility, however they have not responded. We will continue to attempt to gather information. It is unclear at this point what led to the excision of the bladder neck bulking material.

Event description:
The user facility reported to (B)(6) that a patient experienced erosion of the bladder neck bulking with recurrent uti's and luts. As a result, they performed an excision of the bladder neck bulking material. It does not appear that a serious deterioration of health has occurred. It is also not clear how the device contributed to the incident, however the incident is being conservatively reported.